Event description:
It was reported the subject device had jaw broken after device show error 2-3 time. The issue was found while processing. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
Corrected fields: d4 - unique device identifier (UDI) #, d4 - unique device identifier (UDI) #1, d6a - implant date null, d6b - explant date null, d7a - single use device, d9 - device available for evaluation, h5 - labeled for single use, h8 - usage of device. Additional information: d4 - lot #, h7 - if remedial action initiated, h9 - corrective action #. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to d4 lot number and d4 model number. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.